Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) went on site and performed a test drive with the system. There was no trouble found, and the fse reviewed the proper way of gripping the gimbles to free up the master tool manipulators (mtm's). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the bipolar grasper instruments were freezing up, but the customer was continuing with the procedure and unwilling to troubleshoot at the time of the call to the technical support engineer (tse). The procedure was then converted to an open procedure due to the patient's anatomy. Intuitive surgical, inc. (Isi) attempted to follow-up for additional information; however, as of the date of this report, no further details have been received. It was noted that the surgeon goes into his procedures anticipating the need for conversion due to patient anatomy or patient size, however no additional information was obtained with regards to this procedure and whether the need to convert to open due to anatomy was anticipated.